Event description:
Head on electric toothbrush...slips off - oral-b [device breakage]. Head on electric toothbrush is very loose - oral-b [device connection issue]. Case narrative: a parent via e-mail reported that the oral-b toothbrush head was very loose on their son's oral-b electric toothbrush and slipped off when he was brushing his teeth. No injury was reported. 08-feb-2024 case update from information initially received on 30-jan-2024: the suspect product was oral-b rechargeable toothbrush handle 4729. No injury was reported. 04-apr-2024 case update: the suspect product lot was 1bb22521113. The concomitant product lot was p310. No injury was reported. 05-apr-2024 case update from information initially received on 04-apr-2024: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported. 23-apr-2024 amendment from information initially received on 04-apr-2024: the concomitant product lot (p310) was deleted. No injury was reported.

Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head on electric toothbrush...slips off - oral-b [device breakage]. Head on electric toothbrush is very loose - oral-b [device connection issue]. Case narrative: a parent via e-mail reported that the oral-b toothbrush head was very loose on their son's oral-b electric toothbrush and slipped off when he was brushing his teeth. No injury was reported. 08-feb-2024 case update from information initially received on 30-jan-2024: the suspect product was oral-b rechargeable toothbrush handle 4729. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.